Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that there was an micortear in the foley as it was alleged leaking shortly after insertion. This foley was inserted (B)(6). Per additional information from (B)(4) via email (B)(6) 2018; the foley catheter was leaking urine from the shaft.

Event description:
It was reported that there was a micortear in the foley, as it allegedly leaked shortly after insertion. This foley was inserted (B)(6). Per additional information from ibc via email (B)(6) 2018; the foley catheter was leaking urine from the shaft.

Manufacturer narrative:
The reported event was confirmed with an unknown cause. The visual evaluation of the returned sample noted one opened (no original packaging present), used silicone foley catheter with a visible lateral puncture in the catheter shaft 0.0710" long, approximately 0.5445" from the funnel. The catheter balloon was inflated with 10ml of methylene blue solution (3 drops 1% aq methylene blue per 100ml of distilled water) and when deflated, and it returned 10 ml fluid. No cuffing or ridges were noted on the balloon's surface after deflation. When the catheter was flushed with the methylene blue solution, the solution leaked from the visible hole in shaft. Penetration of the catheter lumens was out of specification. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "visually inspect the product for any imperfections or surface deterioration prior to use."